Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. Additional information received: contacted surgeon and once more requested the patients' information. However, he informed that he is facing difficulties in accessing the patients' medical records within the hospital. He mentioned that he no longer has access to the patients' charts and that the materials have been used in large quantities at the institution without any reported problems. He assured that he will remain vigilant and immediately report any new cases with all the necessary information. Dr. Mentioned that the patients underwent reoperation without the use of a stapler. He did not rule out the possibility that tissue fragility due to staple dehiscence may have occurred due to nutritional problems, for example. Inquired about the routine intraoperative leak test, but he explained that this practice depends on the surgical team and the specific procedure, and he was unable to provide information for these specific cases. He also stated that in both cases, they did not observe any abnormalities in the stapling during the intraoperative period.

Event description:
It was reported that post op to an unknown procedure there was opening of the clamp line, postoperative.

Manufacturer narrative:
(B)(4), date sent: 12/6/2023. D4 batch # unk. B3: only event year known: 2023. Concomitant product: tcr75, proximate cutter reload unit. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what does it mean by ¿opening the clamp line¿? Was the staple line complete? Were the staples malformed? Were there any issues with the cut line? Did the patient have to be re-operated on due to the issue? What is the current status of the patient? Were there any patient consequences and if yes, what were they? What was the procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.